Event description:
Customer reported that the device would intermittently lock up and could not be used. There was no report of pt involvement with the reported issue.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed an intermittent lock up issue. Physio reseated the internal connections and observed proper device operation through functional and performance testing. The device was returned to the customer for use.